Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to a flattened button dome switch. The insulin pump had minor scratches on the display window and a dented case.

Event description:
It is reported that a customer received an alarm on their insulin pump. The pt's blood glucose level was 160 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further info was provided.